Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (B)(4) d3, g1, and g2 email is: regulatory.responses@icumed.com one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventative maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited cassette alarms. The event occurred during pre-test, no adverse patient effects were reported by the customer.